Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The field service engineer replaced the control printed circuit board (pcb) after reported error messages regarding the pressure transducer test during pre-use check. Performed tests passed after the service. The visual inspection of the returned control pcb showed no anomalies. The evaluation of received device logs confirms that pre-use check failed twice on the pressure transducer test on the reported date of event (B)(6) 2021. The logs indicate that the ventilator had been turned on, but not used after (B)(6) 2020 (10 months earlier), when the last pre-use check passed. No technical error codes were found the last years. The returned control pcb was installed in the reference ventilator. Four pre-use checks passed and simulated use test ventilation ran for six days without issues. The conclusion is that the reported pressure transducer test failure could be confirmed in the received device logs but not during laboratory tests. The failed pre-use check tests indicate a problem with the expiratory side pressure transducer. The returned control pcb worked as expected during the investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).